Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient thought she had a stroke on (B)(6) 2016. The patient thought she would the healthcare professional (hcp), but thought she thought she better find out if she could have an MRI first. The patient stated her implantable neurostimulator (ins) was turned off because she did not need it anymore. The patient is implanted for urinary dysfunction/sacral nerve stim.